Manufacturer narrative:
This is a final report.

Event description:
Per the audiologist, the patient has reported poor performance and facial nerve stimulation with his cochlear implant system for the last four years. An x-ray done in 2007 (date not reported) showed that the electrode array had migrated partially out of the cochlea. Explantation/reimplantation surgery is planned but had not been scheduled at the time of this report.